Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she keeps getting button error alarms and the buttons are unresponsive. Customer's blood glucose was 210 mg/dl at the time of the incident. Customer stated that she gave a bolus and was checking her reservoir to make sure that she had insulin. Customer then received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.